Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the hcp may have wanted to move the pump higher in the center of the abdomen, per the patient. The patient reports the pump does not feel like its flipped or moved. The patient started to have pain on (B)(6) 2018. They were going back to the hcp on (B)(6) 2018. The patient was hoping the swelling would go down over two weeks. There were no further complications reported at this time.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative. It was reported that the patient's pump was just implanted and the patient's complaint of "looking like she was pregnant" was normal post-surgical swelling. It was confirmed that there was no plan to take out the patient's pump and put it back in. The hcp believed that the patient misunderstood the situation. Normal post-surgical follow-up was occurring and it was confirmed that the pump was still in the patient's body. There were no further complications reported at this time. Additional information was received from a consumer. It was reported that the patient went to the hcp on (B)(6) 2018 and they took out 60 cc of blood out of the abdomen. Per the patient, she would go back on (B)(6) 2018 and they will take out more. Then, when the hcp came back from vacation, he would move the pump. He thought it was overlapping inside. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine with an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was to be taken out and put back in. The pump was described as working well for the patient and all of her back pain was gone. It was further noted however that the only thing was, where the pump was implanted, it looked like the patient was pregnant and it was not supposed to look like that. The patient was going to see their healthcare provider on (B)(6) 2018 to make a plan on what they were going to do to fix it. No patient symptoms were reported. It was noted that the patient did not want to pay for getting the pump moved. No further patient complications have been reported as a result of this event.